Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively. Explanted leads will be returned.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)), the returned lead was analyzed and visual inspection showed the lead was cleanly cut. The distal end was not returned as a result impedances were not tested. The damage to the lead was a result of a normal explant procedure. No anomalies were identified. With all the available information, boston scientific concludes the reported event can not be confirmed. Sc2218-50 (sn: (B)(6)), the returned lead was analyzed and visual inspection showed the lead was cleanly cut. The distal end was not returned as a result impedances were not tested. The damage to the lead was a result of a normal explant procedure. An x ray and visual inspection confirmed five cables were fractured at the clik site which resulted as the source of high impedances. The patient was recently in an accident. When excessive mechanical or tensile force was exerted onto the lead it got kinked after it exits the clik anchor resulting in the cable fractures. With all the available information, boston scientific concludes the reported event was confirmed. Hence the probable cause for this complaint was traced to component failure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18343047.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively. Explanted leads will be returned.